Event description:
It was reported that the ventricular lead exhibited high thresholds, high impedance and loss of capture. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device charccteristics.